Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 2 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The patient shared two separate incidents involving the dexcom g6 receiver. The second incident happened on (B)(6) 2024, the patient experienced a hypoglycemic episode while driving with his nephew, resulting in a serious vehicular accident. The patient was using the dexcom g6 system at the time, with alert thresholds configured to 70 mg/dl (low) and 160 mg/dl (high), settings previously established by his endocrinologist. According to the patient¿s nephew, no alert was heard from the g6 receiver prior to the episode. The patient sustained multiple injuries, including a fractured sternum, head trauma with bleeding between the brain and skull, and back injuries. He was hospitalized for five days and later had to close his business due to the long-term impact of his injuries. Following the incident, the patient received a field safety notice from dexcom, which referenced similar reports from other users regarding alert failures or audio output issues with the g6 system. The patient contacted dexcom to express concern that the same issue may have contributed to both this and a prior 2021 incident. However, during the call with technical support, the patient became frustrated with the number of follow-up questions and chose not to provide further details. At the time of the report, the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.